Event description:
The tech was operating the chair and allegedly broke and cut his finger when he encountered a pinch point. Serious injury is alleged.

Manufacturer narrative:
Information reported that a technician had improperly placed their hand in recline mechanism while standing in front of the chair. Current user guide covers proper operation. No malfunction alleged. Device remains in use.